Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for eval.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the hv module was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.